Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer¿s daughter stated her mother's insulin pump is not working correctly. The customer's daughter stated she has not gotten any alarms but she said she can't get insulin with it and she already saw her doctor and is on a backup plan of manual injections. The customer's daughter states the insulin pump has a blank screen and the healthcare professional tried to make it work as well but could not get the insulin pump screen to return for the customer. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare professional's recommendation. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.